Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent hysterectomy. The patient underwent a mesh removal surgery on (B)(6) 2012, due to bladder erosion, pain, bleeding and urinary problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, urinary problems, organ perforation, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced intermittent irritative voiding symptoms of urgency and frequency, hematuria, fatigue, and dribbling of urine. It was reported that patient concurrently underwent posterior colporrhaphy.

Event description:
It was reported that following insertion the patient experienced intermittent irritative voiding symptoms of urgency and frequency, hematuria, fatigue, and dribbling of urine. It was reported that patient concurrently underwent posterior colporrhaphy.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary retention, painful urination, and dysuria.

Event description:
It was reported that following insertion the patient experienced urinary retention, painful urination, and dysuria.